Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history records) for the libre sensor and sensor kit indicated by the serial number provided by the customer were reviewed. The dhrs showed the unit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc sensor. Customer received higher sensor scan results when compared to another adc meter and experienced loss of consciousness. The customer was unable to self-treat, requiring treatment of food (unspecified) and glucose tab provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with the adc sensor. Customer received higher sensor scan results when compared to another adc meter and experienced loss of consciousness. The customer was unable to self-treat, requiring treatment of food (unspecified) and glucose tab provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the tail indicating the sensor not being properly inserted. The sensor was sent for further investigation. The returned sensor was de-cased and visual inspection was performed on pcba( printed circuit board assembly), and no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.